Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was an infection at the implantable neurostimulator (ins) battery pocket site. There were no reports of device issues or allegations. There were no environmental factors that contributed to the issue. In the end, both the ins and the lead were explanted, and the issue was resolved at the time of the report. There were no further complications reported or anticipated.